Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: during investigation, the normal bolus, audio bous, alert, reminder, warning, alarm/error, glucose as high, and a low limit, glucose rise and fall rate alerts as high , and the temp basal was off. The pump powered on to the verify screen with auditory, and vibratory alarms. The auditory alarm reading measured within specifications. An alarm was reproduced for the investigation with the sound set to high. The pump gave the appropriate sound warning and displayed the alarm message on the screen. The alarm was reproduced for the investigation with the sound set to vibrate. The pump gave the appropriate vibration, and displayed the alarm message on the screen. The pump cover was removed to find the pump cover and piezo circuit intact with no damage or intermittent conditions. No defects were found to the vibration motor. The complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.